Event description:
Report received of a non-delivery of pitocin with no pump alarm. The pt returned from surgery after a cesarean section receiving pitocin 10milliunits in 1000ml of lactated ringers at 125ml/hr. The nurse caring for the pt after surgery noted that there were no drops seen in the drip chamber. The pump was replaced and there was no reported adverse pt event. Though requested, there was no further info available.